Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the xl+ device indicating a 73410 error was displayed. The rse evaluated the device remotely. During the evaluation the issue was no longer occurring, no device fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed. No device problem determined. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : remote support provided.

Event description:
It was reported that error 73410 appears. There was no patient involvement.